Event description:
Information received from (B)(6). Treatment of an acute stroke. The patient condition prior to the mechanical thrombolysis: complication: atrial fibrillation, hyperuricemia. Blood pressure: 188/103, blood sugar level: 175mg/dl, nihss: 17, mrs: 0, aspects-CT score: 6, aspects-dwi score: 5, occluded vessel: right middle cerebral artery m1, diameter of occluded vessel: 2.33mm, length of occluded vessel: 25mm. Last known well without neurological symptoms was on (B)(6) 2014, at 21:00, and the patient was admitted to the hospital on the next day at 1:30 am. At the time of arrival, disturbance of consciousness, right conjugate deviation and left hemiplegia were observed. The nihss was 17. Interruption to the right mca was confirmed by the MRI imaging for the head, and dwt-aspect was 5/11. Extension of mtt was seen the entire mca area by perfusion. There were mismatch in dwi/mra, d/p, and endovascular treatment was attempted. At 2:39, procedure started; 4fr short sheath was inserted to the r/fa, and replaced with 9fr long sheath for taking images for confirmation. The act was controlled between 250-300s ec. The optimo balloon catheter was placed on the mca cerdcal portion using optimo9f90cm+cathex4,6fjb2125cm+rfo035180cm. Then angiographic image was taken and found the distal of the right mi was occluded. The thrombus removal by solitaire was performed; the lesion was crossed by marksman 150cm microcatheter + chikai 14 200cm. Angiographic image was taken from the mc, inferior trunk was visible and thrombus shades was found at the distal of the mc. Sandwich angiographic imaging was performed, and there was no visible superior trunk, but about 25mm size of thrombus shadow was seen from m2 inferior trunk to the m1. The mc was advanced to the inferior trunk and the solitaire fr 4/20mm was delivered in order to capture the thrombus found distal of the mc. Temporary bypass was not confirmed through the imaging. Waited for 5 minutes, the optimo balloon catheter was inflated, and the solitaire was retrieved slowly as suctioning. There was thrombus captured on the retrieved solitaire, however, the m1 was still occluded through the imaging from the gc. Lesion cross was attempted again by the marksman and chikai. Again, sandwich angiographic imaging was taken. Then the shadow of the thrombus was confirmed half the size. The solitaire fr was delivered for the second time, and deployed slightly distal to the thrombus. Image was taken immediately and temporary bypass was confirmed. (3:39 am tici2b) image was taken after 5 minutes and still the bypass was observed. After 10 minutes, the temporary bypass was confirmed but the superior trunk was not visible. The optimo balloon catheter was inflated and retrieved the solitaire slowly as suctioning. Thrombus was captured. The tici13 was confirmed revascularized on the image taken from the gc; 3:53am. Xperct was taken, and slightly high density area was seen on the right basal ganglia; however, there was no obvious hemorrhage observed. The patient was transferred to the scu after hemostasis by angio seal sts 8fr. The nihss was improved to 3 points. Post procedure, on (B)(6), punctate high signal was observed at the sylvian fissure by xperct. Also very small sah was observed by the MRI, t2 star. The condition remained asymptomatic and no additional intervention was required. The physician confirmed the sah was not caused by the use of solitaire fr.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).